Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected in the lip with juvéderm® volift® retouch and in the lips and nasolabial with juvéderm® volift¿ with lidocaine. Patient experienced "late inflammation after 2 months". Treatment included oral corticosteroids. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6); (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.